Manufacturer narrative:
Concomitant products continued: 7741 boston scientific lead implanted: (B)(6) 2020.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-biventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.